Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) pacing impedances. The alert was discussed with the patient's clinic. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted for normal battery depletion and was returned for analysis. No adverse patient effects were reported.